Event description:
It was reported that the fiber tip broke after 469,831 joules and 45:57 minutes of use during a photoselective vaporization of the prostate procedure. A second fiber was utilized to complete the procedure. No further information was provided.

Event description:
It was reported that the tip broke after 469,831 joules and 45:57 minutes of use during a photoselective vaporization of the prostate (pvp) procedure. The tip was cleaned during the procedure. A second fiber was utilized to complete the procedure. There was no indication of patient outcome.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber did not identify signs of breaks/fractures at the tip or along the fiber body. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface.the fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks.the connector segments and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Due to the observed cap wear failure, an evaluation conclusion code of no problem found was assigned to this investigation. Analysis of the returned fiber did not identify signs breaks/fractures at the tip or along the fiber body. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.